Event description:
The facility reported via user facility report, "an alarm sounded as pt's blood pressure was 50/13. The nurse assessed pt and found that nipride drip was in 'primary' channel in the pump going at 100 ml/hr. The nipride was stopped and the pt's blood pressure immediately went back up. The pt's blood pressure was in the 40's/10's for approx. Four minutes. The pt was closely monitored after the occurrence and without any further complications as a result of this occurrence. In follow up, the nurse was reminded to be sure to double check which tubing goes into the proper channel of the pump". The facility's risk manager reported nipride dose was being titrated according to the pt's blood pressure. The ordered dose was 0.3-10 mcg/kg/min, aimed for blood pressure of 141-160. According to the order, when the blood pressure of 141-160 was achieved, the nipride infusion was to be turned off. The pt's blood pressure around 7 am, prior to the event, was 164/92. The risk manager reported that according to the pt's record, the mipride infusion was turned off around 2 am and the clinicians though it was turned off, when in fact it was not. In addition, the risk manager reported that because the user had inserted nipride into a wrong channel, nipride was infusing at a faster rate than intended. The pt's blood pressure dropped to 50/13. The nipride infusion was then turned off and the pt's vital signs were closely monitored. According to the risk manager, the pt did ot require any medical intervention and recovered from the event. No additional info available.